Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Stryker rep reported that patient was revised "the original plan was to 'rebrush' the implant due to wear. However, when operating, the surgeon realised that the stem had broken on the original smiles femur (detached from the femur).